Event description:
It was reported to boston scientific corporation that an injection gold probe device was used in the d3 segment of the duodenum during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2014. According to the complainant, the device was being used to resolve bleeding of the papilla following sphincterotomy. It was difficult to advance the device out of the side-viewing duodenoscope, but eventually the physician was able to get the device into position. However, when the physician removed the device to clean it, he noticed that the tip of the injection gold probe has started to detach, but was still attached via the wires. The procedure was completed using a hemostatic clip. Prior to use, no visible issue with the complaint device or the packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of the tip detaching. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.